Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd bbl¿ seven h11 agar deep fill had biological contamination. There was 40 occurrences in this event with no patient impact. The following information was provided by the customer: presence of contamination on middlebrook 7h11 plates, before unwrapping. Product batch bd 2145296, expiring 11/10/2022.

Event description:
It was reported by the customer that bd bbl¿ seven h11 agar deep fill had biological contamination. There was 40 occurrences in this event with no patient impact. The following information was provided by the customer: "presence of contamination on middlebrook 7h11 plates, before unwrapping. Product batch bd 2145296, expiring 11/10/2022.".

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221870, plate 7h11 agar deep fill 10 ea, batch number 2145296 and bd complaint number (B)(4) for contamination. During manufacturing of material 221870, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2145296 was satisfactory and quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2145296 for contamination. Retention samples from batch 2145296 were not available for inspection. Six photos were received for investigation. One photo shows the side of a sleeve with one photo shows a sleeve with growth in the top plate. The other five photos each show a sleeve from batch 2145246 (time stamp 0906)with plates shifted to show growth in plates. No return samples were received for investigation. This complaint can be confirmed for contamination. No complaint trend for contamination has been identified for this product; no actions are indicated at this time. H3 other text : see h.10.